Event description:
It was reported that when an asymptomatic patient presented via remote transmission. Review of the session indicated an invalid diagnostics message, showing high voltage lead impedance. Device reprogramming was suggested to resolve the issue but the changes has not been made. The patient is stable.

Event description:
New information received states that the device was still showing invalid diagnostics message, showing high voltage lead impedance. Device reprogramming was performed successfully. The patient is stable.

Event description:
New information received states that the device is still showing high voltage lead impedance. No intervention was undertaken. The patient will be followed in clinic for high voltage lead impedance measurements. The patient was stable.